Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset area. The anterior optic surface has two scratches and was scraped between the optic center and the optic edge. The optic anterior center was cracked and deeply gouged. A second smaller area was cracked near the anterior optic center. Product history records were reviewed, and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The reported damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if an appropriate amount of viscoelastic was used in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. It is unknown if the handpiece was in the correct alignment with the lens during delivery. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow up information file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, optical disc damaged (scratches). Subsequently the lens was removed during initial procedure and completed with unspecified replacement iol. Additional information received stating that there was no patient injury.